Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Additionally, the pump's usb port was damaged. There was no reported impact to the customer's blood glucose level. No additional information was provided as the customer declined to speak with tandem technical support regarding the events.